Manufacturer narrative:
The device was returned to olympus and evaluated. The customer allegation was confirmed. The loss of power was due to circuit board failure. Additionally, it was found that the coating of the screen was peeling. The investigation is ongoing. A supplemental report will be submitted on completion of investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the power supply to the monitor dropped off sometimes, the power lamp turned off and the screen went black. The power cable and video cable was replaced; however, there was no improvement. The issue was found during a diagnostic procedure. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the reported issue was caused by a faulty printed circuit board. However, the specific cause of the faulty printed circuit board was not established at this time. Olympus will continue to monitor field performance for this device.